Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly started updating, causing 15 minutes of patient care delay. Customer stated that the patient was screaming in pain and users were unable to remove required pain medication oxycodone 5mg. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-nov-2020 to 09- nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the patient safety issue was due to the device update. A technical support specialist confirmed that there was a scheduled device update which the customer was unaware of. The system functioned as intended after being assessed by the technical support specialist.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patient safety issue was due to device update. A technical support specialist confirmed that there was a scheduled device update which customer was unaware of. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly started updating, causing 15 minutes of patient care delay. Customer stated that the patient was screaming in pain and users were unable to remove required pain medication oxycodone 5mg. There were no adverse events or injuries reported based on this incident.